Event description:
Patient had star sliding core mobile bearing revised.

Manufacturer narrative:
Patient had star sliding core mobile bearing revised. Visual evaluation confirms inconclusive poly wear. Report form notes poly was cracked during removal. Review of manufacturing records showed no anomalies.